Event description:
It was reported the endoscope reprocessor had a weak flow in the water supply of the reprocessing basin. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h6. The device was not returned to olympus for evaluation, and a field service engineer was dispatched to the user's facility. Based on the results of the investigation, the reported issue was confirmed, and the filter was found to be clogged with brown sediment. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.